Event description:
Lens was explanted due to lens opacification observed 31 months postoperative. Pt visual acuity prior to explant was 20/100, after explant and lens replacement the pt's visual acuity is 20/20.